Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "the patient is stable and in hospital now." Is the patient in the hospital as a result of the device issue that occurred or is the hospital stay associated with this patient typical of what is seen for patients undergoing this procedure? The patient is with lung cancer. " the patient is stable and in hospital" is for (B)(6), and now the patient has left from the hospital. The patient¿s hospital stay was not extended.

Event description:
It was reported that during the radical resection of lung cancer, when severing the pulmonary vein, after fired, found the staples malformed. The patient was bleeding, ligation and suture was used to stop the bleeding. The patient is stable and in hospital now. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # j5ju7l. Device evaluation: the analysis results showed that the tx30v device arrived with no apparent damage and with a cartridge reload loaded on the device. The reload was received partially loaded with only 18 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.